Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use, stent implanted in a restenosed previously stented lesion. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, dyspnea and restenosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the xience v stent was used to treat a restenosed previously non-abbott stented lesion. It should be noted that the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to discrete de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.25mm to 4.25mm. The reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in a restenosed previously non-abbott stented lesion in the proximal circumflex with one 3.5 x 15 mm xience v stent. On (B)(6) 2010, the patient experienced shortness of breath and persistent mid-sternal pressure/chest pain at rest, with mild relief with a nitropatch which worsened over 24 hours. On (B)(6) 2010, the patient was hospitalized. On (B)(6) 2011, the patient underwent a cardiac catheterization which revealed a 70-80% recurrent restenosis in the midportion of the stented segment of the circumflex. On (B)(6) 2010, the patient underwent a coronary artery bypass grafting in the target vessel, non-target lesion. The patient's condition resolved on (B)(6) 2010 and was discharged from the hospital on (B)(6) 2011. There was no additional information provided.